Manufacturer narrative:
No add'l info at this time. When add'l info is provided, it will be reported as required.

Event description:
It was reported that the images on the left monitor of the 9800 system were intermittently black. There was no report of pt injury.